Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio has made multiple attempts to contact the customer regarding the status of their device but has been unsuccessful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy. The customer advised, that when the shock button was pressed to deliver the energy, the device would disarm and dump the energy charge internally. The customer indicated that this happened consistently at the 100, 300 and 360 joule settings, and intermittently at 200 joules. When this occurred the device service indicator became illuminated. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer informed physio that the device is used by their education department for training only. Physio-control was made aware by the customer that the hospital biomedical engineering staff performed additional defibrillator discharge testing with the device and it began functioning properly. The customer returned their device to use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy. The customer advised, that when the shock button was pressed to deliver the energy, the device would disarm and dump the energy charge internally. The customer indicated that this happened consistently at the 100, 300 and 360 joule settings, and intermittently at 200 joules. When this occurred the device service indicator became illuminated. There was no patient use associated with the reported event.